Event description:
Pt called to reported that their meter was giving them three dashes and the pt was unable to test their bg. Pt claims they were feeling dizzy and felt funny. Pt called their md, who advised them to eat some sugar. Lfs rep was unable to resolve the issue and sent pt a new meter.